Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the large needle driver instrument improperly responded to commands. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside of the surgeon side cart (ssc) high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the ssc. The instrument did not properly hold/manipulate suture needles, with the guide wheel kept breaking off. It was unknown if the movements of the surgeon scaled appropriately to the instrument. It was unknown if the instrument moved in the intended direction or if the timing of the instrument movement was appropriate. It was unknown if there was any shakiness and or friction observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The issue was resolved by replacing the instrument. Drape & packing was not retained. The drape is not available for return. There was no harm or injury to the patient. The instrument was inspected prior to use. There was no observed to be out of the ordinary.

Manufacturer narrative:
Based on the claim against the product by the customer noting improperly responds to commands, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and the complaint regarding improperly responds to commands was not confirmed by failure analysis. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed on an in-house system. The instrument failed engagement. Visual inspection found no damage to the instrument. Additional observation(s) not reported by site were also identified: the large needle driver instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Review of the procedure log found one engagement failure (220 - installed large needle driver failed to engage on usm3 (grip axis failed to engage)). There was no bio debris found at the instrument tip. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. The instrument was found to have multiple input disks broken. Hairline cracks were found on grip input shaft #6. Input disk #7 was found broken into pieces inside of the housing. Common causes of the failure mode of the broken instrument input disks are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The probable root cause of improperly responds to commands is attributed to the faulty instrument and was resolved by replacing with a new instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the large needle driver instrument improperly responds to commands. Uncontrolled/ unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur